Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the user interface assembly being on backorder. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The user interface assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices display is dim. It was reported that there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that the display is dim, ordered a replacement lcd, and found that other parts are needed to upgrade to 2nd generation lcd to work with the device. The rse provided the customer with part numbers and price for parts needed to upgrade lcd: lcd cable, user interface pcba to lcd cable, iser interface pcba, user interface, lcd tray, and socket screws.